Event description:
It was reported that the cord between the handpiece and the battery pack was cut after the procedure. The battery pack was placed in another operating room where it later exploded. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the manufacturer. The instructions for use that are supplied with each device have a warning that states: "do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire." The account has been re-trained on the IFU and the safe removal of the batteries.